Event description:
The doctor washed out the knee and replaced poly insert.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 4 13mm x3 insert cs. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.